Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed dall'ava l, hothi h, henckel j, di laura a, tirabosco r, eskelinen a, skinner j, hart a. Osseointegration of retrieved 3d-printed, off-the-shelf acetabular implants. Bone joint res. 2021 jul;10(7):388-400. Doi: 10.1302/2046-3758.107.bjr-2020-0462.r1. Pmid: 34235940; pmcid: pmc8333029. Objective and methods: the purpose of this study was to investigate the osseointegration of 7 competitor retrieved 3d printed acetabular cups and to compare them to 1 depuy and 6 competitor retrieved conventional cups. All cups were retrieved between september 2013 and september 2019. The manufacturers of the liners that were paired with the retrieved cups are not known but assumed to be manufactured by the same company as the cups. The manufacturers of the femoral heads and stems are not known and will not be included in this complaint. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pinnacle gription cup, size 54 mm and unknown polyethylene liner adverse event(s) and provided interventions associated with depuy devices: 76 year-old male patient received a 2nd revision of the cup, liner, and unknown femoral head to treat pain 43.3 months after revision of unknown primary products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.